Event description:
Procedure went as planned. The left internal iliac artery was emoblized and the left extension was extended to the left external iliac artery. The decision to place a stent inside the left leg extension had been considered but has not definitely decided until procedure was in progress. Physician chose to place an additional stent for added support to the limb. No endoleaks were noted during the procedure.